Event description:
It was reported that the tandem mobi pump would not turn on. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer declined further troubleshooting from tandem technical support. No additional information was provided.